Event description:
(B)(4) I started to notice an abnormal amount of constant pelvic pain. Along with this I started to experience heavy menstrual bleeding, migraines, fatigue and irregular cycles. These symptoms have progressively gotten worse. My device was covered by (B)(6) (my insurer at the time).